Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with fever, chills, rigors, opening and purulent drainage from the midsternal incision site. Cultures were taken, a chest computed tomography (CT) scan was taken, and antibiotics were started. It was noted that the patient had a history of anemia during previous admission. The patient was transfused with 1 unit of blood although no overt signs of bleeding were noted. It was later communicated that on (B)(6) 2022, the patient underwent sternal debridement. On (B)(6) 2022, the patient underwent a sternal wound washout, removal of sternal wires, fixation with a sternal plating system, and wound closure.

Event description:
Additional information: it was reported that on (B)(6) 2022, the patient underwent sternal wound exploration with placement of wound vacuum. On (B)(6) 2022, the patient had down trending hemoglobin and hematocrit.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, "introduction," lists infection as an adverse event which may be associated with the use of heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The heartmate 3 lvas patient handbook is also currently available. Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.